Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. Additional information received that the explanted device will not be returned due to hospital policy.